Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. Product was provided for investigation but does not reflect the alleged device. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed, and it passed. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.